Event description:
The customer reported to beckman coulter a leak at the probe of the coulter ac t diff 2 analyzer. The volume of the leak was not specified by the customer and it was not contained within the instrument. The material safety data sheet (msds) was not reviewed. The laboratory's exposure control/risk management plans are in place. The customer was wearing personal protective equipment (ppe), consisting of gloves and a laboratory coat at the time of the occurrence. No one came in contact with the fluid. Medical attention was not sought. No discrepant patient results were generated. There was no death, injury or change to patient treatment.

Manufacturer narrative:
Beckman coulter field service engineer (fse) was dispatched to the customer site. The fse found that the probe was leaking on top of the sample tube caps. The fse replaced the probe wipe and the leak was fixed. The repairs were verified per established procedures. The cause of the leak was the probe wipe. (B)(4).